Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the bisector did not activate. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.